Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic specimen cup. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The lens was allowed to dry. The optic had deep scuff marks/cracks on the anterior and posterior sides in the central optic zone in the shape of an instrument used to grasp the lens. This damage is typical of insertion and removal. A power and resolution tests were attempted by an engineering technician. The lens met specification for power (21.0 diopter) for a company 21.0 diopter lens. The optical resolution could not be 100% confirmed due to the areas of optic damage on the returned lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. However, they are not relevant to the reported complaint. The product investigation could not identify a root cause for the reported complaint. A power and resolution tests were attempted by an engineering technician. The lens met specification for power (21.0 diopter) for a company 21.0 diopter lens. The optical resolution could not be 100% confirmed due to the areas of optic damage on the returned lens. Information was provided that the "the surgeon believes patient unable to get used to multifocality of iol". The company, 21.0 diopter (extended 1.5 diopters of focus) lens was exchange for a non-company monofocal lens. Due to the exchange of a vivity (extended depth of focus) lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Information was provided that patient had myopic lasik with enhancement prior to surgery. The patient's issues have resolved. The surgeon's prognosis is good. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos as well as myopic result and clinical reason for explant being s/p lasik -0.75 refraction post 1st surgery. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the patient came in for 2 week post op c/o debilitating glare and halos at night, was unable to drive. The surgeon believed that the patient was unable to get used to multifocality of iol. The patient issues had resolved. Lens was exchanged with a non-company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).